Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced but confirmed through a review of the event history log. No component could be identified for causality.